Event description:
It was reported that a flipped pump was confirmed along with a tangled up catheter. Diagnostic testing/troubleshooting included x-rays. The catheter was also found to be fractured and separated at the distal/spinal segment due to the flipped pump. The patient had experienced pain and underdose symptoms specifically less than fifty percent therapy relief. As a result of the event, replacement was required. It was noted the catheters would not be returned as the customer discarded them. The device system was used to deliver fentanyl and clonidine.

Event description:
Additional information received reported the pump was replaced and the old pump was discarded by the facility. It was reported the new pump and catheter were working properly and the patient was receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).